Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting surgeon reported ¿implant rupture detected during routine ultrasonic examination;¿. The device has been explanted. This record represents the left side.